Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/11/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation, however, the alleged product was not present within the investigation window. Confirmation of the issue was undetermined. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.